Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No ramping numbers noted.

Event description:
The customer's spouse reported via phone call that the numbers on the screen of the insulin pump were scrolling when trying to deliver a bolus. Blood glucose value was 140 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.